Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a needle stick injury due to faulty design causing needle tip to poke off the cap and the safety lock can be unlocked and relocked. No further information was provided nor can be requested at this time.

Manufacturer narrative:
A non-conformance review was conducted for lot 24b072 and there were no non-conformances related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. A corrective and preventive action search was conducted and there are no associated capas for this reported issue. We will continue to monitor related reports to determine if additional actions are necessary